Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm x 31g that directions on box do not inform proper removal of outer cover from pen needle. Consumer thought he needed to turn the pen needle outer cover to the left to remove. The following information was provided by the initial reporter: consumer reported finding the directions on box to not inform proper removal of out cover from pen needle. Caller thought needed to turn pen needle outer cover to the left to remove the outer cover.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Address was not obtained and co was used based on facility/area code.